Manufacturer narrative:
This report is filed on october 12, 2016.

Event description:
It was reported that the patient developed a skin flap infection, however the issue could not be resolved; subsequently, the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
This report is filed october 25, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016, by cochlear limited on behalf of (B)(4).